Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy due to noise. Increased pacing lead impedance was noted. Noise was not reproduced with isometrics testing. Diagnostic imaging and programming changes were recommended.